Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and embedded device ('essure embedded thin the proximal portion of the fallopian tubes and the corneal aspect of the uterus') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included morbid obesity, brain tumor, benign intracranial hypertension, headache and back pain. Concomitant products included alprazolam (xanax) and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems ¿ anxiety"), migraine ("migraines / headaches") and uterine prolapse ("reproductive system disorder or condition type of disorder or condition: grade ii uterine prolapse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, surgery (other) type of surgery: right ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, migraine and uterine prolapse outcome was unknown. The reporter considered anxiety, embedded device, menorrhagia, migraine, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 29-aug-2019: plaintiff fact sheet document received, new reporter, patient demographic, relevant history ,concomitant medication, essure indication, start date and event injury replace with abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, migraines / headaches, reproductive system disorder or condition type of disorder or condition: grade ii uterine prolapse pain and essure confirmation test(s) conducted, specify no were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain female'), embedded device ('essure embedded thin the proximal portion of the fallopian tubes and the corneal aspect of the uterus') and ovarian cystectomy ('right ovarian cystotomy') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included morbid obesity, brain tumor, benign intracranial hypertension, headache and back pain. Concomitant products included alprazolam (xanax) and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal (vaginal, menorrhagia)/(heavy menstrual bleeding)."), anxiety ("anxiety/psych injury"), migraine ("migraines / headaches"), uterine prolapse ("reproductive system disorder or condition type of disorder or condition: grade ii uterine prolapse"), abdominal pain ("abdominal pain") and back pain ("back pain") and underwent ovarian cystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, surgery (other) type of surgery: right ovarian cystectomy and right ovarian cystotomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, ovarian cystectomy, vaginal haemorrhage, menorrhagia, anxiety, migraine, uterine prolapse, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, embedded device, menorrhagia, migraine, ovarian cystectomy, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for-chronic pelvic pain, abdominal pain, back pain, menorrhagia, psych injury, migraine, grade ii uterine prolapse and right ovarian cystotomy. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events- abdominal pain, back pain and right ovarian cystectomy were added. Event verbatim was updated as anxiety/psych injury. Patient demography added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.